Event description:
It was further reported that the rv lead was partially explanted via laser.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a noninvasive program stimulation (nips) procedure to ensure coil didn't have any issues and defibrillation threshold testing (dft) was successful. It was also stated that the patient did not wish to undergo laser lead removal and was returned home without further care.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited low out of range (oor), high undefined, and a spike in pacing impedances. The low voltage portion of the lead was suspected to be fractured. The patient underwent a lead revision, but the lead was unable to be removed. A new lead was attempted but the implanting physician was unable to get access across the stenosed portion of the superior vena cava (svc). The lead remains in use. No further patient complications have been reported as a result of this event.